Event description:
Patient required a revision surgery on (B)(6) 2019, after falling in the shower and receiving a mid-shaft periprosthetic fracture. Patient's primary surgery was performed on (B)(6) 2019. During the revision surgery, three 4.5mm diameter cortical screws were explanted (lengths 26mm, 28mm, and 30mm) and replaced with three 4.5mm diameter standard screws (35mm, 35mm, and 30mm) . A fracture plate from a different manufacturer was also used.